Manufacturer narrative:
The patient is also the reporter, therefore identifying information has been withheld in section e1 for privacy reasons. Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a bilaterally implanted patient who had their light adjustable lens+ (lal+) explanted from the left eye due to blurry vision and dissatisfaction.